Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot number regarding the complaint device was not provided. The investigation was unable to determine a cause for the reported death. Death is listed in the instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling. The additional serious injury reported in the article are captured under a separate medwatch report number. Event dates estimated. The UDI number is not known as the part and lot number were not provided.

Event description:
This is filed to report death. This research article was a retrospective study designed to evaluate investigates the early effect of mitraclip repair on cardiac sympathetic nerve activity (sna). Complications identified in the study included: mitral valve replacement, hospitalization, redo procedure due to lesion with prior mitraclip, and death. In conclusion, the study demonstrates that mitraclip repair could significantly decrease cardiac sna of washout rate (wr) in primary mitral regurgitation (pmr) patients during 1-month follow-up, however, in secondary mitral regurgitation (smr) patients, the significant change of 123i- meta-iodobenzylguanidine (mibg) parameters was not observed. Details are listed in the attached article titled, " early effect of transcatheter mitral valve repair on cardiac sympathetic nerve activity ".